Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a field service engineer (fse) confirmed that the issue had been resolved by the customer, who had successfully recovered the drawer, removed the back plate, and cleaned dust off the sensors. The system functioned as intended after the customer had resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer cannot close. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.